Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. The analysis results indicated a software defect in the 1.5 ipg application (250039-001b) that can cause an unhandled exception if the telemetry link is lost during a particular software state transition. The software defect causing an ipg001 unhandled exception is rare and it is not possible to estimate the probability of occurrence of this defect from the code analysis. Cvrx ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. During the implant procedure, there was some loss of telemetry between the programmer and ipg, but the patient's information was able to be entered and the mapping process was started. When the physician was about to start tunneling the lead and creating a device pocket, the programmer lost telemetry connection with the ipg again and showed "error ipg001". Restarting the programmer software did not resolve the issue immediately, however, restarting the laptop and software fixed the connection again. The physician was notified of the ongoing issue, but since the device seemed to be working fine again and a successful stimulation was reproduced, the surgeons continued to close the ipg pocket. As the last closing suture was done, the error message showed again. The new occurrence of the error message was reported to the surgeons and as there was no way to confirm that there would be no malfunction in the ipg, a decision was made to remove the ipg and use a different ipg. The pocket was opened and the ipg was removed and replaced with a new one. The pocket was closed and there was no more occurrence of the error message. There was no adverse event experienced by the patient and the procedure was not delayed by more than 30 minutes.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11. Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Cvrx ID# (B)(4).